Manufacturer narrative:
(B)(4). Date sent: 06/20/2016. (B)(4). The analysis found that one gst60g cartridge reload was received for analysis and cartridge body was noted to be damaged and the pan was noted dislodged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4) date sent: 6/13/2016 batch # ni attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the stapler being used with the gst60g cartridge was plee60a. Two cartridges are being returned because the account did not separate the cartridge with the issue from one that fired properly. The cartridge of issue was not reported to have physical damage to the plastic portion of the cartridge (no plastic had been shaved off), but it was reported to have a damaged cartridge pan that had occurred during the firing. The staple line on the patient side seemed to be properly formed, but was oversewn due to the issue on the remnant side.

Event description:
It was reported that during a sleeve gastrectomy procedure, the doctor fired a green reload as the second firing in a vsg. It was fired across a staple line made with a black reload with a buttressing material on both the anvil and cartridge sides. Nothing strange noted during firing but after firing it was observed that the majority of the specimen side was unstapled and wide open. The patient side was inspected and determined to be stapled but was over sewn as a precautionary measure. The stapling was continued with same stapler and more green and black cartridges until sleeve resection complete. There were no adverse consequences for the patient.